Event description:
A cryoablation procedure to treat 2 rcc lesions was conducted using five iceforce needles. During preparation for the first lesion, two needles were used and the iceball was well demarcated with excellent coverage. Three needles were used to treat the second lesion. During the first freeze-thaw cycle, the patient's muscle was twitching. The twitching stopped during thawing. Similarly, the patient's muscle twitched again during the second freeze cycle. (Sedation was moderate). The first freeze cycle was ten minutes. Fast-thaw was used for the thawing phase. Needles in channels 1 and 2 were thawing well. Channel 3 presented a problem with fast-thawing between 2-3 minutes. An error message appeared: passive thaw for a long time to allow removal of the needle from the patient.

Manufacturer narrative:
One of the five needles reported in the complaint was returned for investigation. Manufacturing lot records were reviewed and no anomalies with the returned needle were noted. The retuned needle was subjected to electrical testing and visual inspection. The needle failed resistance testing indicating a disconnection from the electrical pathway. The needle was disassembled and the disconnection was noted to be at the laser welded joint of the heater. Galil medical has implemented several process improvements, including enhanced screening and a new laser welding vendor, to reduce the potential for the intermittent disconnections in the needles. The needle used in this event was manufactured prior to the implementation of the process improvements. The overall risk to a patient of an intermittent disconnection in a cryoablation needle has been evaluated to be very low.

Event description:
A cryoablation procedure to treat 2 rcc lesions was conducted using five iceforce needles. During preparation for the first lesion, two needles were used and the iceball was well demarcated with excellent coverage. Three needles were used to treat the second lesion. During the first freeze-thaw cycle, the patient's muscle was twitching. The twitching stopped during thawing. Similarly, the patient's muscle twitched again during the second freeze cycle. (Sedation was moderate). The first freeze cycle was ten minutes. Fast-thaw was used for the thawing phase. Needles in channels 1 and 2 were thawing well. Channel 3 presented a problem with fast-thawing between 2-3 minutes. An error message appeared: passive thaw for a long time to allow removal of the needle from the patient.